Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip the correct common device is indicator, chemical. The correct catalog number is 14100, the correct lot number is 336511-02. (B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a sterrad® chemical indicator strip had color change prior to use which the customer described as "bleached" making the ci strip "unfeasible for use, not providing the ideal guarantee for the material." Per sterrad® chemical indicator strip instructions for use, "indicator bar changes from red to color indicated by comparator bar (or lighter) when exposed to hydrogen peroxide during processing in the sterrad sterilizer cycle.¿ despite identifying a discoloration issue with the product prior to use, the customer used the chemical indicator strip to process a load. The affected load was released for use on patient(s). There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured since it is unclear if the ci displayed sufficient evidence of exposure to peroxide during the sterrad cycle. Asp will continue to follow up for additional information about this event.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, retains analysis, system risk analysis (sra), visual analysis and concomitant product evaluation. ¿ trending analysis by lot number was reviewed from 08/12/2016 to 02/08/2017 and trending was not exceeded. ¿ retains testing was performed on 30 ci strips from the same lot. All 30 ci strips met specification for color change from sterrad processing. ¿ the sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." ¿ the concomitant sterrad® was not performed since the serial number was not provided. There is insufficient information to determine an assignable cause as the product was not returned for evaluation, the DHR found no anomalies that would contribute to the issue, lot history showed trending not exceeded, and retains testing met specifications for proper color change. The issue will continue to be tracked and trended.

Manufacturer narrative:
Device available for evaluation: correction from yes to no. Device evaluated by MFR: correction from no to not returned. (B)(4) unused ci strips were received. No complaint ci strip was received. All strips were red.